Manufacturer narrative:
Continued e1 phone number:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to partial date of event b3: may2025 was provided.

Event description:
Healthcare professional reported "rupture" via ultrasound. This record is for the right side. Device was explanted and replaced with another manufacturer´s device.

Event description:
Healthcare professional reported "rupture via ultrasound". Healthcare professional later reported "capsular contracture, baker grade IV". This record is for the right side. Device was explanted and replaced with another manufacturer´s device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, h6 the event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6.

Event description:
Healthcare professional reported "rupture via ultrasound". The healthcare professional later reported "capsular contracture, baker grade IV". Healthcare professional reported later "signs of contractures, extravasations, folds and intra- and extra-capsular ruptures, as well as signs of encapsulation", "lymph nodes with preserved cortex and fatty hilum, approximately 3 on each side, measuring less than 15 mm and one of 14 mm with signs of silicone infiltration at the hilum in the cortex related to siliconoma". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6., d.6b.

Event description:
Healthcare professional reported "rupture via ultrasound". This record is for the right side. Device was explanted and it is unknown if it was replaced. The healthcare professional later reported "capsular contracture, baker grade IV".